Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection of the returned sample shows the lens is cut in pieces, most probably to make the explant possible. Due to the condition of the returned lens, no further analysis was possible. The complaint cannot be confirmed. Manufacturing record review: the manufacturing records were reviewed and there were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens was within power specification. Labeling review: directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. The information, although limited, does not indicate any relationship of the complaint with product design or manufacturing. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to the patient not having optimal vision. The surgeon implanted another lens, same model zlb00, different dioptre (+23). No further information was received.